Manufacturer narrative:
The device currently remains implanted and in service. Should further information be received, this report will be updated.

Event description:
It was reported during a routine follow-up, the device was showing accelerated battery depletion. A save to disk from the programmer was collected and sent to technical services department for the data to be assessed. The device currently remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this device was exhibiting accelerated battery depletion. A copy of device memory was saved and submitted to technical services for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. It was also observed that the right ventricular pacing percentage suddenly increased, and went from 0% to 100%, which also contributed to the increase in power consumption. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
This device has been received for analysis, and the investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that this device was exhibiting accelerated battery depletion. A copy of device memory was saved and submitted to technical services for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. It was also observed that the right ventricular pacing percentage suddenly increased, and went from 0% to 100%, which also contributed to the increase in power consumption. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has bee returned for analysis, and the investigation is currently in progress.